Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 10 events were reported for this quarter. 10 devices were received for evaluation. 2 events were confirmed during testing. 2 devices were found to be affected by corrosion. 5 events were not confirmed during testing; however, the device was found to be affected by corrosion. 3 events were not confirmed during testing; the device was found to be within specifications. 10 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was reportedly leaking. 10 events had no patient involvement; no patient impact.